Event description:
It was reported the system had an intermittent overload fault error message. This error causes the system to shut down. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.